Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecysteotomy procedure. It was reported by the rep that when the instrument was fired approximately 4 clips fell out of the instrument, and in the abdominal cavity without subsequent firing of the instrument. Another clip applier(uss) was pulled to complete the case. There was extended or time by 5 minutes. There was no consequence to the pt.